Event description:
During a pump check, the penumbra system aspiration pump 220 pressure was too low (<15 in hg). The pump was replaced with a new one.

Manufacturer narrative:
Results: the pump has no obvious visual irregularities. The pump was connected to a 220v/60 hz source and turned on. The pump runs as expected. When the inlet was blocked off, the vacuum read -5.0 in hg. After adjusting the pressure regulator knob, the vacuum measured -23.0 in hg. In order to replicate the standard operating conditions, a filter was threaded into the inlet fitting and when its input was blocked, the vacuum measured -23.0 in hg. The pump is fully functional. Conclusion: the pump was not working at the hospital because of a failure to correctly adjust the pressure regulator of the pump. The operating procedure for checking the pump and adjusting the pressure to the desired level is found on page 2 of the IFU for this device. The complaint was not confirmed as reported.